Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that no duplicate pockets for the medication were noted. A field service engineer had pushed the total firmware package without requiring a station reboot. The rx had signed in, and there were no duplicate pockets for the medication. The system functioned as intended when the field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a phantom cubie condition occurred on two devices. The medication oxycodone 2.5 mg tablet repeatedly reappeared as a multi packet medication even after being unloaded. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.